Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported the patient's scs system patient controller (pc) displayed the message "replace generator, the generator has reached the end of service." Surgical intervention to replace the patient's scs ipg may be necessary.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one and the issue addressed.